Manufacturer narrative:
This product is not distributed in the us, but rayner is reporting this issue since the iol is mfg from the same material and has the same intended use as the c-flextm injectable lens approved by the FDA 5/3/07. This incident may be due to user error. The surgeon pre-tested the injector, i.e., the plunger was depressed prior to use. This is contrary to use as identified in the instructions for use which state: "do not depress the plunger prior to loading the lens." ((B)(4)).

Event description:
The surgeon reported that during the insertion of the iol, the haptic broke in the cartridge. The incision size had to be enlarged to remove the lens and stitches were needed to close the wound. The backup lens was used to complete the procedure.